Event description:
During a coronary drug eluting stenting treatment procedure, a damage stent was found. The physician was about to place a taxus express2 3.5x28mm drug eluting stent in an unknown vessel when it was noticed that the stent was flared on both ends. No information has been requested.